Manufacturer narrative:
The device was manufactured and delivered according to all applicable procedures.upon reception, the subject device paces, communicates, senses and consumes normally. The battery impedance at reception is high and the manufacturing electrical test are, taking into account the high battery impedance at receipt.the pacemaker showed no anomalies upon receipt and is functioning normally, as expected according to its specifications.the subject device was implanted on (B)(6) 2017 and patient¿s death occurred on (B)(6) 2026. The implantation lasted for 8 years and 10 months. Based on the dates provided, no premature battery suspected.the data from (B)(6) 2026 was provided.the review of the data provided from (B)(6) 2026 highlighted that the rrt took place on (B)(6) 2026(switch to vvi safety mode at 70 bpm), 2 days post patient death:on (B)(6) 2026, the end of service time (eos) had already been reached:the battery curve shows a sudden and high increase of the battery impedance, leading to first rrt on (B)(6) 2026 and then eos. This increase is most probably due to the presence of the subject device into the mortuary. It had been collected for return to the investigation center on (B)(6) 2026.based on the available information, the subject pacemaker was functioning correctly at the time of the incident ((B)(6) 2026). At that time, the subject device had not yet switched to vvi safety mode at 70 bpm and was operating normally.no data from previous follow-up had been provided.based on the available information, no malfunction is suspected on the subject device.this case is retained and utilized for trending purposes.

Event description:
Reportedly, we were contacted by the forensic medicine. A patient implanted with a reply pacemaker died during an accident with an electric wheelchair. For now it was reported on the phone that the wheelchair veered off the road and collided with an electric fence. The pacemaker has been explanted and shall be analyzed.